Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised due to wear approximately 7 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Revision operative notes state that articular surface was revised due to wear and arthrotomy debridement was performed on removal of poly bearing. The office notes provided stated that x-rays reveal narrowing of joint spaces, medial and lateral and polyethylene wear. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.